Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update received (B)(4) 2014** - a correction to the clinical report upon which this complaint was based was received. According to the corrected report, the revision was due to a proximal tibial fracture resulting in loosening of the tibial component, rather than an implant fracture, as originally reported. Due to the fact that this fracture occurred more than 5 years & 9 months after implantation, it is reasonable to conclude that the product did not contribute to the patient's fracture. Therefore, the MDR decision is being changed from MDR-yes to MDR-no.

Manufacturer narrative:
Additional narrative: a correction to the clinical report upon which this complaint was based was received. According to the corrected report, the revision was due to a proximal tibial fracture resulting in loosening of the tibial component, rather than an implant fracture, as originally reported. Due to the fact that this fracture occurred more than 5 years & 9 months after implantation, it is reasonable to conclude that the product did not contribute to the patient's fracture. Therefore, the MDR decision is being changed from MDR-yes to MDR-no. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states patient was revised to address implant fracture.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.